Event description:
The facility reports during transport from the bed to the bathroom, the resident was holding the hand grip of the lift and told the cna that her arm popped. Approximately ten minutes later, the resident stated her arm was in pain. The resident was diagnosed with a fractured upper left arm.